Event description:
Had mentor contour profile natural implants, catalog number 354-2913, style number 2900 contour profile implanted in (B)(6) 1999. In (B)(6) 2013, right implant deflated and I need to have another surgery to repair it.